Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that an animal underwent a surgical procedure on an unknown date and suture was used. During the procedure, the needle pulled off of the suture.